Manufacturer narrative:
The proximal end of the sheath was severed and not returned. Located 61.5cm off the proximal end, the dpu has been bent. The resheathing tool was returned severed into two pieces. The fracture is ductile in nature. External excessive force was required. No material defects were found on the severed ends. Located on the top proximal end of the resheathing tool at the cutout, the v notch has been severely fractured. Located at the distal tip of the damaged v notch, the distal fractured material has been raised above the surface plane. Located at the locking mechanism, the sheath has been severed and not returned. As viewed through the sheath, the blood pattern and the coil exhibit compression (snaking). As viewed through the sheath, the proximal end of the coil shows buckling. The coil's socket ring has been pushed down inside the outer sheath. The coil's buckling is more apparent outside the sheath. Except as noted, the remainder of the coil is undamaged. The radius of the ball tip has been distorted by exposure to the atmosphere and the contact against the sidewall. The proximal end of the coil was returned damaged. The most likely root cause of the sheath severing near the proximal end was due to the sheath being retracted straight back. This caused the locking mechanism to become embedded inside the v notch of the resheathing tool. This caused the sheath and resheathing tool to be severed. This also caused a binding action between the device positioning unit (dpu) and the sheath. This binding action caused the damage found to the proximal end of the coil. In this condition; significant resistance will occur if the coil is attempted to be advanced. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool; grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU is a possible factor contributing to the inability to advance the coil. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
While inspecting the coil; when the physician grasped the clear tube near the end of the introducer sheath body; the clear tube somehow came off. The procedure was continued using other products and was successfully completed. No patient injury was reported. Failure analysis discovered that the proximal end of the coil was kinked/buckled.